Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during an ercp (endoscopic retrograde cholangiopancreatography) stent removal procedure performed on (B)(6) 2012. According to the complainant, the trapezoid rx lithotripter compatible basket was being used to retrieve a plastic biliary stent that had migrated inside the common bile duct. Reportedly, the stent and the trapezoid rx lithotripter had become stuck within the stones and an attempt was made to disengage the basket tip, but was unsuccessful. The physician then cut the distal end off the basket shaft exposing the wires. The wires were then attached at emergency mechanical lithotripter which was ratcheted and the wire was felt to give and release. The lithotripter basket and stent were then removed together from the patient. The procedure was completed with this trapezoid rx lithotripter compatible basket device. Reportedly the device was inspected/tested prior to use and no anomalies were noted. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Patient age is unknown; however, reported to be over 18 years old. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.